Event description:
A ventilator was returned to the manufacturer for service due an issue related to the device's oxygen concentration. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, malfunction of the device's keypad was observed. The device's front panel was replaced to address the issue.